Manufacturer narrative:
Continuation of d10: product ID: 388928, lot#: 0205620455, implanted: on (B)(6) 2012, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot#: (B)(6), ubd: 22-oct-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was high impedances on electrodes 1 and 2. No cause known. The lead had been implanted in 2012. In the meantime, multiple events could have led to these high impedances. Impedance check and checking, whether programming contains these electrodes 1 & 2. In the previous and current programming, the electrodes 1 & 2 were not active. Patient has good therapy outcome. No further action is planned. Battery will still remain some months, up to 24 months. When battery is depleted, the ipg will be replaced and the lead will be checked intraoperatively. If high impedances are still present during ipg replacement, the lead will be replaced as well. Until now, no further actions are planned, as the patient does profit from the therapy with the current programming (without electrodes 1 & 2).